Event description:
A customer reported experiencing a cartridge alarm 20. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer chose not to load a new cartridge because the issue had not recurred in several days and wished to avoid wasting insulin. Technical support advised the patient to inform tandem of any future issues, and no further actions were required at the time.